Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer inspected the system onsite and confirmed the issue. Upon troubleshooting, fse discovered that the system had no power because the fan tray was not working. To resolve the issue, the fan tray was replaced, and the part was return for further analysis and power supply was found defective. Field service engineer (fse) implemented the correction. After replacement of fan tray, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.